Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose was 20 mg/dl. The customer has been experiencing low blood glucose for all of life. The customer was admitted to the hospital. After the troubleshooting was done, customer was advised that the device was functioning as manufactured and send out a t-pak of reservoirs to replace for use during displacement test.